Event description:
Unomedical reference number (B)(4). Event occurred in colombia. It was reported that the patient faced an issue with the insulin pump not delivering insulin properly. Tests were conducted, including a 5u insulin test and an autocheck, both of which passed successfully. The patient's complaint was related to high blood sugar levels. The patient's blood glucose at the time of the incident was 300, and the current blood glucose value at the time of the call was 200 mg/dl and was treated by using insulin pump. No further information available.